Event description:
New information received notes that the insertable cardiac monitor (icm) exhibited noise as well.

Manufacturer narrative:
The reported events of failure to sense, and noise were not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Analysis performed, including sensing test performed at most sensitive settings indicated normal functionality. Review of the device history record indicates the device passed all quality control tests prior to its distribution. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution.

Event description:
It was reported that the patient presented to the hospital for an insertable cardiac monitor (icm) implant procedure on (B)(6) 2024. After the implant procedure, the icm exhibited failure to sense. No intervention was performed, and the clinic continues to monitor the patient while the implant pocket heals. However, after almost two weeks of the procedure, the physician decided to perform device replacement as the icm continues to exhibit failure to sense. The icm was explanted and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.